Manufacturer narrative:
The insulin pump had a motor error alarm during rewind due to a corroded motor home switch. They were unable to perform the displacement test and verify the compromised force sensor system alarm due to the motor error alarm. The pump was received with a scratched display window, a cracked display window corner, a cracked reservoir tube lip, and a cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was changing out her infusion set this morning and during priming of the pump, she triggered a motor error alarm. Customer stated that she was able to clear the alarm. Customer was forced to rewind/prime. Customer stated that the insulin started squirting out. Customer was not currently connected to the infusion set. Customer's blood glucose was 89 mg/dl. Customer stated that there are cracks on the pump that are located at the top right and left side of the lcd screen corners. Customer was also getting a compromised force sensor system alarm. Customer was unable to rewind the pump. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.